Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent dislodgement occurred. The heavily calcified target lesion being treated was located in a moderately tortuous left anterior descending (lad) artery. A 3.0 x 24mm ion stent delivery system (sds) was initially advanced to the lesion but was not able to be crossed. The lesion was then pre-dilated with a 2.0 x 15mm emerge dilatation catheter and then attempted to be stented again with the 3.0 x 24mm ion stent. The majority of the lesion was able to be crossed and the stent was deployed. However, the distal portion of the lesion was not covered by the stent. The physician then post-dilated the stent with 3.0 x 12mm and 2.75 x 12mm nc quantum apex dilatation balloon catheter and then attempted to cross the lesion with a 2.75 x 12mm ion stent but was not able to cross. Further post-dilatation was performed with a 2.50 x 8mm nc quantum apex dilatation balloon catheter. The physician then attempted to cross the lesion with a 2.75 x 8mm ion stent. The physician was unsuccessful crossing the distal stent with the 2.75 x 8mm ion stent. Upon removal of the stent it sheared off at the wise-guide 6f fr4 sh guide catheter. The sds was removed and it was confirmed the stent had come off the balloon of the sds. The stent was dislodged in the left main just distal to the guide catheter. A non-bsc snare was placed over the pt graphix intermediate guide wire, and the stent was successfully retrieved. The wire, guide wire, snare and the stent were all removed from the body. The patient remained stable throughout the procedure. Due to disease in the circumflex and ramus, a decision was made to send the patient for coronary artery bypass grafting (CABG).